Manufacturer narrative:
This is the first of two reports for the same patient involving unknown lot numbers of the same product. Both unknown lots contributed to the event. This report represents sapphire blue lenses. The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported by a female patient, since (B)(6) 2016 she has experienced ocular redness and watering in her right eye (od) 2 to 3 times a month only when waking and not during lens wear. The patient sought medical attention with her ophthalmologist; however, nothing significant was observed. Since (B)(6) 2016, the patient presented with keratitis with loss of some vision. The patient was prescribed vitamin a and antibiotic eye drops (ciprofloxacin) for 15 days (dosage unknown). The patient reported that her vision has improved "but did not completely come back to normal" (unknown visual acuity prior to and following event). The patient indicated that she resumed contact lens wear during the first week without antibiotics, despite her doctor's restrictions, and she experienced ocular redness again. No problems were reported for the left eye (os). Additional information received on 10/18/2016, included an adverse event questionnaire completed by the patient. The patient indicated that the events started on (B)(6) 2016. At that time, she experienced slight pain and discomfort in the right eye (od), with only slight irritation noted in the left eye (os). The patient reported that she experienced od irritation and moderate redness only upon waking in the mornings, lasting for about an hour, with these events not occurring during the day; this would continue to occur intermittently, once or twice a month. She also experienced blurry vision that lasted for fifteen days. The patient reported not being able to consult with a physician until (B)(6) 2016, stating that no abnormalities were seen in either eye at that time. In (B)(6) 2016, the patient experienced od moderate redness that lasted 24 hours accompanied by pain, which was reported as mild but increased over previous pain felt. She followed up with her physician for a second consultation at that time and was diagnosed with keratitis and temporary scar in the od. The patient was prescribed od ciprofloxacin for 15 days, vitamin a eye drops, and an unspecified ointment to use at night. Contact lens wear was temporarily discontinued at this time. On (B)(6) 2016, the patient sought for another consultation with a different ophthalmologist, with the previous diagnosis being confirmed. The ophthalmologist recommended discontinuing contact lens wear for three months, along with prescribing the application of lubricant eye drops and vitamin b. It was noted that the vision was ¿restored at 90%" and that the keratitis was still ongoing at that time. The patient stated that "if she had an appointment at the beginning of the symptoms at the end of (B)(6) 2016 and stopped wearing the contact lenses and taken antibiotic treatment sooner she would have avoided 6 to 7 months of eye redness." Additionally the patient stated that she was "not sure I would wear contact lens again since I developed intolerance. I hope it was temporary.." Additional information has been requested, but not yet received.

Manufacturer narrative:
This is the first of two reports for the same patient involving unknown lot numbers of the same product. Both unknown lots contributed to the event. This report represents sapphire blue lenses. The complaint sample has not been received for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As reported by a female patient, since (B)(6) 2016 she has experienced ocular redness and watering in her right eye (od) 2 to 3 times a month only when waking and not during lens wear. The patient sought medical attention with her ophthalmologist; however, nothing significant was observed. Since (B)(6) 2016, the patient presented with keratitis with loss of some vision. The patient was prescribed vitamin a and antibiotic eye drops (ciprofloxacin) for 15 days (dosage unknown). The patient reported that her vision has improved "but did not completely come back to normal" (unknown visual acuity prior to and following event). The patient indicated that she resumed contact lens wear during the first week without antibiotics, despite her doctor's restrictions and she experienced ocular redness again. No problems were reported for the left eye (os). Additional information received on 10/18/2016, included an adverse event questionnaire completed by the patient. The patient indicated that she experienced discomfort and irritation when waking, moderate redness, blurry vision, and watering in the left eye (os). The patient also indicated to experience similar symptoms in the od with the redness occurring once or twice monthly and on (B)(6) 2016. The patient visited an ophthalmologist (B)(6) 2016 and was diagnosed with keratitis and scar in od. The patient was prescribed ciprofloxacin for 15 days with vitamin a eye drops and an unspecified ointment (at night) for the od. The patient had a second consultation with a different ophthalmologist on (B)(6) 2016 and the previous diagnosis was confirmed. This ophthalmologist prescribed lubricant eye drops (vismed) and recommended to discontinue lens wear for 3 months with application of lubricant eye drops and b vitamin. Additionally during this appointment it was noted that the "vision restored at 90%" and the keratitis was "ongoing". The patient stated that "if she had an appointment at the beginning of the symptoms at the (B)(6) and stopped wearing the contact lenses and taken antibiotic treatment sooner she would have avoided 6 to 7 months of eye redness." Additionally the patient stated that she was " not sure I would wear contact lens again since I developed intolerance. I hope it was temporary.." Additional information has been requested, but not yet received.